Event description:
It was reported that the zimmer skin graft mesher is not completely meshing, it has 2 strips down the tissue. Additional clinical follow up indicated the skin graft doesn't mesh all the way across when it is put through the mesher. The contact was able to verify the initial "stripped" graft was useable and no additional harvest had bee required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.